Event description:
On 09/20/2007, the company received a report where it was claimed that the device did not provide an audible tone.

Manufacturer narrative:
On 11/01/07, failure investigation revealed that the reported complaint was confirmed, and isolated to the main pcb. The mfg facility has initiated a corrective and preventive action associated with the confirmed failure.